Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. It was reported that the audio bolus button was under responsive to user presses. Evidence of moisture ingress was also allegedly visible behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2014 with the following findings: during a visual inspection of the pump, no moisture was visible behind the display lens. During testing, the bolus button functioned properly. A leak test was performed and failed due to a bolus button leak. The bolus button cover was removed, and corrosion due to moisture was found on the button contacts. The pump case was removed and further evidence of moisture ingress was found on the keypad circuit.